Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0401 captures the reportable event of handle break for gastroenteroanastomosis indication. Block h10: an axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. The outer sheath was also kinked near the luer section. The handle was inspected, and no damages were noted. No other issues were noted to the delivery system. The investigation concluded that the observed failures of inner and outer sheath kinked were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician, limited the performance of the device and contributed to the inner and outer sheath kinked. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was implanted to treat a gastroenteroanastomosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be implanted in a gastric outlet obstruction. Furthermore, it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2mm. Additionally, improper axios stent placement is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event of improper axios stent placement is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on december 23, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a gastroenteroanastomosis during a procedure performed on (B)(6) 2022. During the procedure, "the deployment system from the handle" completely detached. The physician continued the procedure and attempted to deploy the stent; however, during deployment of the second flange, the same issue was encountered, and the stent was deployed in the peritoneum. The stent was removed using forceps and a different device was used to complete the procedure. A follow up was also performed on an unknown date and an esophageal stent was implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a gastroenteroanastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastroenteroanastomosis. It was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2mm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on december 23, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a gastroenteroanastomosis during a gastroenteroanastomosis procedure performed on (B)(6) 2022. During the procedure, "the deployment system from the handle" completely detached. The physician continued the procedure and attempted to deploy the stent; however, during deployment of the second flange, the same issue was encountered, and the stent was deployed in the peritoneum. The stent was removed using forceps and a different device was used to complete the procedure. A follow up was also performed on an unknown date and an esophageal stent was implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat a gastroenteroanastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastroenteroanastomosis. It was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2mm.